Event description:
It was reported that during a routine battery exchange, the physician noted severe damage to the implanted leads, including visible deterioration with exposed, frayed wires. The damaged lead segments were removed and the battery was explanted however, the paddle lead could not be removed by the pain physician, and its tails could not be connected to the new battery, resulting in an unsuccessful exchange. The patient experienced inadequate stimulation, reflecting a return of pre existing symptoms and increased charge burden for which advanced sub perception therapy was being pursued. In the physicians assessment, the device contributed to the complication due to lead damage. The patient did not require hospitalization beyond standard care, and the issue remains ongoing. Planned next steps include routine incision follow up, infectious disease consultation, and referral to neurosurgery for evaluation and possible paddle lead removal or replacement.